Event description:
An ortho clinical diagnostics technical support scientist became aware of an unexpected (B)(6) test result produced for a patient sample when using a vitros 5600 integrated system. The patient sample was considered to be truly (B)(6) following additional vitros and non-vitros (B)(6) tests. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) test result was not reported to a clinician and no allegation of patient harm was made as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined a vitros (B)(6) result was obtained from a single patient sample tested on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that an unexpected vitros ahbs reagent performance or a system malfunction had contributed to the result could not be ruled out.